Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2015. Patient was advised to monitor and unpair other bluetooth devices if needed. At the time of contact, no injury or medical intervention was reported.